Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 1505007. Two retained samples have been checked. No defects have been found: the grips are properly placed. The injectors have been activated and connected to a protector and no needle exposure has been shown. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported while engaging the bd phaseal¿ injector luer lock n35 into the protector the blue tabs broke off and the needle was exposed.